Manufacturer narrative:
Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. The patient is reportedly deceased. There is no indication of when the patient died or if his death is related to the reported event. At this time, this event is being reported as a serious injury. If additional information is received, the decision will be re evaluated. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient with implanted accolade shaft (no article number mentioned) fell (no more known facts yet). Product broke during accident. The patient is reportedly deceased, no information on the reason for death or date was provided.

Manufacturer narrative:
An event regarding crack/fracture of the femoral stem involving a metal head was reported. Disassociation of the metal head was confirmed as a result of a material analysis. Method & results: -device evaluation and results: a visual inspection was performed as part of a material analysis which noted; damage was observed on the distal surface and taper of the head, likely from interacting with the stem. A material analysis concluded; damage was observed on the stem neck and head taper. This damage was consistent with wear mechanisms due to the head taper and stem trunnion losing their taper lock. The neck of the stem had fractured, with the fracture propagating in fatigue and the final fracture occurring in overload. The majority of the stem neck had already been severely worn down, likely by the loss of taper lock and cyclic contact of the taper and trunnion. Eds showed the stem was consistent with astm f1813 alloy and the head was consistent with astm f1537 alloy. -medical records received and evaluation: a medical review was not performed because no medical information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusion; the event was confirmed as a result of a material analysis. It is noted that the subject device has been identified to be within scope of a recall. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Patient with implanted accolade shaft (no article number mentioned) fell (no more known facts yet). Product broke during accident. The patient is reportedly deceased, no information on the reason for death or date was provided.